Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
It was reported that the insulin pump had completely flash drive side of device was fallen off. The customer¿s blood glucose was 200 mg/dl. Customer stated that the insulin pump had been dropped but was functioning for a number of weeks before on a change of set when inserting the reservoir into insulin pump the whole side of the support drive came off. Customer was advised that the insulin pump needed to be replaced and to discontinue use of the insulin pump and revert to a back-up plan. The insulin pump will not be returned for analysis.